Event description:
The customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a blown fuse and reset the system bios. System operates as intended. This MDR is related to ge healthcare complaint.